Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg) ever since being implanted about a year ago. Therefore, the patient underwent a pocket revision where it was discovered that the ipg had tilted horizontally with the back of the ipg becoming more superficial than the front. The existing ipg was repositioned within the same incision site. The patient was stable postoperatively and there were no reported patient complications.